Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (capacitor fault flags) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the j1111 jumper was intermittent on the defibrillator control line. The cause of the capacitor fault flags is the intermittent jumper. The root cause of the intermittent jumper cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing capacitor fault flags.